Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the suresound not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) and sterile lot review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, MFR's report number: 1222780-2013-00073. On (B)(6) 2013, the physician performed an uneventful novasure endometrial ablation. On (B)(6) 2013, it was reported the patient returned to the hospital complaining of "a lot of pain. The patient had a fever of 101 degree fahrenheit". A computed tomography (CT) scan revealed "no free air" and "no injury". The patient was then discharged home on amoxicillin.